Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported that the patient suddenly had tremendous pain in back/left hip area. It was also mentioned that the patient did have hemorrhoid surgery two weeks prior and it was awful. Additional information received from the patient reported that her back just suddenly caused tremendous pain, bending, leaning, walking, sitting, stooping. She just thought the device might have caused the sudden pain. She indicated that her doctor gave her a medication pack which took the pain away, but not the back ache and bending issues. She stated she went to a spine surgeon and was doing physical therapy at the moment. No further complications were reported or are anticipated.